Event description:
It was reported that during the time the patient was undergoing open heart surgery, the device recorded potential oversensing on both the right atrial (ra) lead and the right ventricular (rv) lead. No further oversensing has been observed in the last two months. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 407652, implantable pacing lead, implanted: (B)(6) 2008. (B)(4).